Manufacturer narrative:
(B)(4). The return pin was identified as a spindle pin that was inadvertently added to the device during assembly. No trend has been identified for this issue.

Event description:
The customer reported that a pin from the device fell on the floor during the procedure. There was no injury to the patient.